Manufacturer narrative:
Unit was received with no button response due to unlocked lcd keypad connector. Upon visual inspection the unit had flattened button dome switches on all the buttons. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime/compromised force sensor system test, off no power test, and excessive no delivery test due to no button response. Unit was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump never went back to the bolus and now it did not advise her. The customer could not get to the main menu to rewind everything. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.